Manufacturer narrative:
Physio-control advised the customer to clear the device's memory and to run a performance inspection procedure. The biomed later confirmed that he cleared the error log and the data management memory, and then could not get device to fail again. The device will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported by the biomed, that the device will not discharge at 50 joules after repeatedly pressing the shock button. There were no reports of patient use associated with this event.